Event description:
The patient had a catheter revision to place the catheter at a higher level; no additional details were provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.